Manufacturer narrative:
(B)(4).

Event description:
It was reported that externalized conductors were noted during fluoroscopy. There were no electrical anomalies. The lead continued to be monitored for any electrical abnormalities. The patient was doing fine.

Manufacturer narrative:
A partial lead was returned in two segments for analysis. External insulation abrasion was noted at 10.7-11.8cm from the distal tip, consistent with lead friction to another device or patient anatomy. Internal insulation abrasion was noted at 7.9-9.7cm from the distal tip. The etfe coating was intact at these locations. Internal insulation abrasion was noted at 9.6-10.4cm from the distal tip. The etfe coating was damaged during explant at this location.

Manufacturer narrative:
(B)(4).

Event description:
New information received indicated that elevated hv lead impedance was observed. Lead was explanted and replaced. Patient was stable.